Event description:
Device malfunction: device #1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnosis procedure. Reportedly, the suture broke at the knot. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #2 proglide, part# 12673-03, lot# 69097-6h, is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.